Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis and consisted of a coyote es mr catheter, shipping box and inner pouch. There was blood in the inflation lumen and in the guidewire lumen. Multiple hypotube and shaft kinks were noted. Magnified examination revealed that the shaft was perforated 8mm distal to the guidewire exit notch and the tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that a shaft leak occurred. The 99% stenosed target lesion was located in a severely calcified and mildly tortuous artery below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was selected to dilate the lesion. The physician attempted to inflate the balloon, however, the contrast dye leaked from the shaft of the device and the balloon failed to inflate. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, analysis found a hole/perforation in the shaft.